Event description:
Asku

Event description:
It was reported that the device battery voltage had decreased since the last visit. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Corrected device conclusion code. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis showed there was a low telemetered battery voltage. On (B)(6), 2010 the battery voltage with telemetry was 2.62v and the daily measurement was 2.88v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis showed there was a low telemetered battery voltage. On (B)(6) 2010 the battery voltage with telemetry was 2.62v and the daily measurement was 2.88v.